Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, when the lead was placed into the atrial appendage, good signal readings were unable to be achieved. The lead was attempted to be repositioned, but the helix was unable to extend. The lead was replaced. The patient was stable.